Event description:
While patient was on ventilator the ventilator started making a loud grinding noise, and battery failure alarm. Patient was transferred to another ventilator. Vent sent in for repair. This ventilator had just came back from the ge repair center on (B)(6) 2015, just 3 weeks ago. Pulled out of service.